Manufacturer narrative:
Device was used for treatment, not diagnosis. A partial lot number of 4694 was supplied the remainder of the numbers were not legible device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procedure foot cuboid fracture with fixation via mini lengthening apparatus the mini lengthening apparatus was applied to the patient using four 2.0mm wire all (B)(4) nuts were tightened on the mini lengthening apparatus. The surgeon wanted to pull the cuboid¿s joints out to length using the distraction wheel on the mini lengthening apparatus, the wheel would not turn by hand or with pliers, the internal sliding rail was stuck. To work around the problem, the surgeon loosed the clamp on the telescoping portion of the apparatus, the surgeon then manually pulled distraction, and then retightened the clamp to achieve desired joint distraction. The case proceeded and finished without further incident, the item is still attached to the patient. The event resulted in a 5 minute delay the patient outcome is unknown. This is report 1 of 1 for (B)(4).